Event description:
Per the clinic, the patient experienced a loss of osseointegration while attempting to remove the processor. It is unknown whether there are plans to reimplant the patient with another device. Additional information has been requested, but has not been made available as of the date of this report, august 5, 2010.

Event description:
It was reported that at implant, the patient needed a longer lead but one was not available. The physician elected to implant a shorter lead that was available. At the next day check, lead dislodgement was noted. Four days post implant, the lead was explanted and a longer lead was implanted. There was no malfunction or complaint reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.